Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.

Event description:
During a sub-total gastrectomy procedure, the jaws were difficult to open because the firing handle did not fully return. The surgeon managed to return the firing handle and removed the instrument without patient injury.